Event description:
It was reported to target that during a procedure the tip of a seeker-16 guidewire broke off while trying to retrieve it. The physician was able to remove the broken piece with two retriever-18.